Event description:
Pico dressing became saturated and drainage was found in the pico tubing and as a result the pico pump stopped working. Based on the limited information available to smith & nephew at this time, this event is deemed to be a device malfunction pursuant to 21 c.f.r. Part 803.3.